Manufacturer narrative:
Estimated date of event. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report (mw # (B)(4)) received stating; " perclosure device malfunctioned on insertion. What was the original intended procedure: unknown". The user facility reporter was contacted and reportedly no additional information was available.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.